Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were out of specification on the low end, the lever was loose, and various components were corroded. The motor, sleeve, lever, bearings, reciprocating arm, thickness control shaft, control bar, and various other parts were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preventative maintenance the trigger handle was loose. There is no harm or delay reported. Due diligence is complete and there is no additional information available. Upon investigation, it was reported of inconsistent speed and the lever was loose.